Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement. Related complaints: failed leak test tw: 777533, 777534, 777535

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Additional information : e1 (event site state - (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the new safety disk with old safety disk for operational purpose. Not clear if the unit has been cleared for clinical use.

Event description:
N/a.